Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025. The user reported blood glucose (bg) at 330 mg/dl after eating a sandwich without announcing the meal. The user confirmed insulin delivery was occurring from the new supply change and no further issues were reported. On (B)(6) 2025 the follow-up confirmed bg had returned to range and no further assistance was needed. No long-term health effects were reported.